Event description:
Customer called to report that the coulter hmx analyzer with autoloader was not generating any differential results and that there was a clear fluid leak underneath the instrument. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak. On the following day, the field service engineer (fse) inspected the instrument and found that the tubing to pinch valve pv43 was cut. The fse replaced the tubing and primed the instrument. The fse also noticed that the abnormal ii control was voting out differential results. The fse then replaced the controls with a new lot of controls and found no other issues. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).